Manufacturer narrative:
Product anticipated to return follow up will be provided upon completion of investigation.

Event description:
Incident as reported: laparoscopic robotic assisted multivessel CABG- "robotic clamp was placed at top of trocar. After trocar was inserted between the rib cage, it was recognized that tip of cannula had cracked and broken inside pt. Trocar was removed and 2nd (B)(4) was placed. Same thing happened. Davinci 10mm scope and camera".